Event description:
It was reported to boston scientific corporation in early 2008 that a corflo cubby low profile gastrostomy enteral feeding device was placed a week prior (patient age, gender and weight unknown). According to the complainant, 5 days after placement, the enteral feeding device detached from the patient's body; a leak was noted at the device port. The gastrostomy device was replaced with a different device (unknown product/manufacturer). No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Deflation, cause unknown. The returned device exhibited a crack in the locking mechanism. The cause of the crack is undetermined. The cause of the reported malfunction (leak) is unknown.